Event description:
It was reported that a patient experienced bacterial peritonitis manifested by hazy yellow effluent coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized on the same day as the onset of peritonitis. The cause of peritonitis was unknown. The treatment for the peritonitis was also unknown. Two days after the onset of peritonitis, the patient had their pd catheter removed and discontinued pd therapy. On an unknown date while hospitalized the patient continued with hemodialysis. The patient recovered from this peritonitis event and was discharged from the hospital four days after they were admitted. No additional information is available. This is report 3 of 3.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number h13e17016 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).